Event description:
On 04/05/07, the company received a report where it was claimed that the trach tie portion of the flange broke during patient use. The caller reported that the trach tie hole on the flange broke causing the velcro ties to come loose while the patient was sleeping. Replacement of the tube was required.